Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold and opening crack leak test and microscopic analysis was performed which identified: opening crack on diaphragm valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side rupture of a saline implant. Device has been explanted.